Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, bumpy, and itchy, caused by uti medications. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s physician prescribed benadryl and cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.